Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and resuming insulin, and no additional assistance was necessary.